Event description:
The physician attempted to close a membranous ventricle septal defect with a 4mm aga medical ventricular septal occluder. The defect could not be closed and a second measurement determined that this 6mm device would be appropriate. The physician attempted implant, and the patient developed av block and bradycardia and the device had to be removed.

Manufacturer narrative:
Upon receipt of the amplatzer muscular vsd occluder, the device was inspected and appeared to be in the normal configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a attest 7f itv loader without any deformities. Using a test 7f loader/sheath, the device loaded, handed-off, advanced, deployed an retracted with minimal effort and no difficulties encountered. The associated delivery system was not returned and no information was available beyond that it was a 7f itv delivery system. A dfr search down to the sewing level revealed all device met aga specifications.this device was used in associated with the event reported in 2135147-2008-00020.